Event description:
The customer reported that the device has a knob / switch fault and device does not deliver correct energy level. There was no reported patient or user involvement and no adverse patient/user impact.